Event description:
Upon delivery to nursing unit, IV dose prepared by pharmacy with priming of IV administration tubing found to be leaking. Upon further investigation, small leak found in IV administration set. Medication leak was found before administration to patient, no patient exposure occurred. Product was primed with fluid for administration of paclitaxel, but leak was discovered prior to administration to patient.